Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced redness at the infusion site and was prescribed fucidin cream as treatment for the site irritation.